Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, during the retrieval of the plunger, wires did not appear, only the needles, cuff miss occurred. The wire broken inside the device. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported needle to cuff miss/suture retrieval issue was confirmed. Reportedly, no angiogram was performed. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. Perform a femoral angiogram to verify the location of the puncture site. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. A femoral angiogram was not performed. Reportedly, the proglide sutures appeared to be loose in the proglide device.